Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis. The breach was further described as the patient did not wear a mask during therapy. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported). At the time of this report, the patient had recovered and was retrained on aseptic technique. Action taken with pd therapy was not reported. Additional information is not available.